Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the patient¿s device site was infected and there were broken lesions on the incision line and the bottom of the device. The patient was admitted to the hospital and administered IV antibiotics. The patient was otherwise in stable condition. The entire system including the implantable cardioverter defibrillator and leads was explanted on (B)(6) 2018. The patient tolerated the procedure well.